Event description:
Procedure type: tep lap inguinal hernia repair. According to the reporter: balloon burst with 35 pumps inflation. Another balloon was opened and used successfully. No loss of blood, no time disruption. There was no report of pieces falling into the cavity or impacting the patient. The operating time and incision were not extended as a result. A new instrument was used to complete the procedure. No patient injury was reported.

Manufacturer narrative:
(B) (4).